Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The analog interface printed circuit board and the tech processor needed to be replaced. The customer decided not to repair at this time. No further info is available.